Event description:
Pt was implanted with the freehand system hand grasp neuroprosthesis in 1997. In early 2000, the pt experienced intermittent malfunction of the device that progressed to implant failure to deliver stimulation. Pt had the freehand implantable receive stimulator replaced in 2000. Device replacement has restored function.